Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ipg migration in the pocket site. Patient reported that the migration was causing pain and discomfort. Patient was hospitalized for 9 days due to the pain. No intervention is planned.